Manufacturer narrative:
Product discarded by doctor. If further information is acquired that adds value to the content of this report, a follow-up report will be sent.

Event description:
Surgeon was repairing a mandible fracture, when part of the twist drill broke off in the mandible. Surgeon decided to leave a portion of the twist drill in the mandible.